Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: a visual examination of the crimped stent found stent struts on the distal portion of the crimped stent was distorted, stretched and lifted upwards from the stent profile. The bumper tip of the device showed no signs of damage. The balloon cones profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
Reportable based on device analysis completed on (B)(4) 2014. It was reported that difficulty crossing placed stent occurred. Vascular access was obtained via radial artery. The 95% stenosed, 28x2.5mm, eccentric, de novo target lesion contained <=45 degree bend and was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). A 6f non-bsc 3.5 guide catheter was advanced followed by the insertion of a non-bsc guide wire. Lesion was predilated with a 2.5x12mm maverick balloon catheter and a 20x2.75mm synergy stent was deployed and implanted to treat the mid lad lesion. Subsequently, a 32x2.25mm synergy drug eluting stent was selected for use and advanced to treat the lesion in the distal lad. However, the device failed to cross the placed stent in the mid lad. Device was removed and the procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed stent damage. This product is only ous approved but it is similar to an approved u.s. Device.